Event description:
The rptr did back to back (rapid succession) blood glucose tests, with results of 46 and 141 mg/dl. Rptr did not have any symptoms. On follow-up, a control solution test was in range, no details given. Rptr did not recall if confirmation dot was completely blue with the 46. Rptr has had the meter a month and has not cleaned it. Rptr stated that on the report date rptr had placed control on a strip and "ran it through the meter" thinking that was for cleaning. Meter training procedures were given. No harm was alleged.